Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: please clarify ""the staples were unformed"": did the device deliver any staples? Yes. If yes, were the staples formed properly? No. The deployed staples were unformed. If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? No further information is available. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No further information is available.

Event description:
It was reported that during a thoracoscopic pneumothorax, the staples were unformed at the 2nd firing on the lung. Neoveil sheet was used at the firing with the device. Another device loading gst60t was used without neoveil sheet to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5a48f. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.